Manufacturer narrative:
(B)(4). Eval results: death, endoleak, occlusion. Pre-operative ruptured aneurysm, severely diseased and brittle vessels and thrombus. Device was used for treatment of a pre-operative ruptured aneurysm.

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured double barrel shaped 6 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck was 30-32 mm in diameter, 20 mm long, non-calcified, straight, and contained thrombus. At some unk time, during the procedure, some thrombus moved from the aortic neck and ended up occluding the right renal. A renal stent was placed in order to perfuse the right renal. A type ii endoleak was evident at the end of the case and left untreated. It was reported that three days post stent graft implant procedure, a CT scan showed a type IV endoleak, which the physician expected to resolve. The physician elected to perform an open surgical repair, converting the pt to a conventional graft. Upon opening the abdomen, the abdomen was full of blood, and the aorta was brittle. The aorta was clamped and reclamped several times in efforts to gain control. There was blood through the graft and suture holes. The open repair was unsuccessful, and the pt expired. No further info has been provided.